Event description:
The company was informed that the pt's device was explanted due to loss of lock between the internal device and the external equipment. A supplemental report will be submitted once new info is obtained.